Event description:
It was reported that the system 9600 would not complete initialization and that the display screens would flicker. The unit was switched with another and no further incident occurred. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was not verified. Measurement of power supplies and other system diagnostics leads to suspect auxilliary interface circuit board and a low dc supply. Replaced circuit board and power supply. The system was tested and found to be working as intended and placed back into service.